Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm arm failed the in-house weighted brake drop test. The axis 2 and 3 brakes were replaced to repair the psm. The harmonic drive was replaced as a precaution. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during in-house testing and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
This complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem associated with sterile adapter engagement on the patient side manipulator (psm) arm 2. The field service engineer (fse) tried to press instrument through the cannula and heard a squeaking sound coming from inside the psm, possibly a brake issue. The part was replaced to correct the reported problem. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the patient side manipulator (psm) arm failed the brake weight drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.